Event description:
A biomed engineer was checking the system using a phantom. When the footswitch was released the system continued to x-ray for approximately 15 seconds. The footswitch was determined to be defective and was replaced. There was no patient involvement and no report of injury to biomed personnel.